Event description:
It was reported that patient was having burning in the throat and continuous nausea and vomiting. Patient also mentioned about diaphragm stimulation and it was fixed with reprogrammed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.